Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained that the lead was defective, and was replaced. Follow up was attempted for additional information, but was not successful. No patient complications have been reported as a result of this event.